Manufacturer narrative:
Concomitant medical products; dvfb1d1, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high rv coil impedance and the superior vena cava (svc) coil was not detected. It was noted that the pins for both coils were repeatedly removed and reinserted, however acceptable shocking coil impedances could not be achieved. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.